Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged atrial grommet. The returned device indicated an atrial setscrew with a rounded socket, damaged head, foreign material and damaged threads. Visual examination of the atrial setscrew connector block noted it was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant the right atrial (ra) lead exhibited oversensing. The ra lead had dislodged due to insufficient fixation. The implantable cardioverter defibrillator (ICD) screw was too far retracted and upon trying to reconnect the screw and header, fixation was not possible and oversensing was observed. The lead showed normal values when hooked up to an analyzer. The physician decided to implant a different device and the lead remains in use as it was able to be placed successfully. No patient complications have been reported as a result of this event.